Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A remote service engineer (rse) inspected the system remotely and confirmed system was shut back down. After reviewing log file fse found that there is an unexpected stop of the system. Fse observed that azurion angiograph does not show errors and found system work correctly. As per fse the issue was caused by the client. After repaired, the system was working as intended. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the issue was caused by the client. The user does not follow the instruction properly, that's the issue happened, and the issue recovered after some test system work properly. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that when the system was started, it shut back down. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.